Event description:
It was reported that the device was in back-up mode. A software download was unsuccessful. Measured data from july 2006 was 2.59 v, 29 ua, 4.7 kohms with an estimated remaining longevity of 0.25-0.5 years. The memory location was read and indicated beginning of life, but previous data indicated that the device had tripped to eri.